Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hemorrhoid procedure, the device did not staple. No further information is available. Case was completed with same like product. No patient consequence.